Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
It is reported that the system had a communication error which caused intermittent no boot issue. There is no report of injury or death associated with the event described in this complaint.